Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issue was confirmed. The following additional findings were also noted: charge coupled device lens scratched, plastic distal end cover chipped, bending section cover adhesive chipped, bending section metal braid crushed/distorted, insertion tube scratched, air/water nut peeling, suction cylinder nut peeling, switch box scratched, universal cord scratched, plug unit cracked, up/down knob angulation does not meet the standard value, right/left knob angulation does not meet the standard value, up/down knob play, right/left knob play, image tilt +/1 10 degrees, and water and air flow as well as water removal and air supply volume did not meet the standard value. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported that, during an unknown procedure, the customer¿s evis exera iii colonovideoscope had a blockage in the air duct. Upon inspection and testing of the returned unit, foreign material was found to have been lodged in the device nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. It was presumed that foreign material may have been clogged in the air/water (a/w) nozzle since the user sent the device without completion of reprocessing. The instructions for use (IFU) states the following as precaution when sending the device to olympus for repair: "operation manual_ returning the endoscope for repair warning: thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection-control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.